Event description:
The customer reported the system would not boot up all the way. But once rebooted the system would boot up completely. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.